Manufacturer narrative:
Additional information was received indicating the cause of death was sepsis due to a perforated bowel. The patient presented to the emergency room with altered mental status and left sided weakness. The patient complained of abdominal pain and computerized tomography scan showed free air as well as pneumatosis. The patient had an emesis, coded and was intubated. Due to the patient's health the decision was made to have the patient be a do not resuscitate and the patient subsequently died. Discharge diagnosis: perforated viscus, sepsis, history of celiac disease and coronary artery disease status post coronary artery bypass graft. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was apparent explant damage and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the inner insulation was torn, there was apparent explant damage,the lead was stretched and visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was apparent explant damage and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the inner insulation was torn, there was apparent explant damage,the lead was stretched and visual analysis only was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home indicating the patient is deceased and died approximately seven months after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was apparent explant damage and visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the inner insulation was torn, there was apparent explant damage,the lead was stretched and visual analysis only was performed.

Event description:
Asku